Event description:
It was reported that during a training/demo of the da vinci system, the 8mm large needle driver instrument had an issue. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was frying noted on cable, not noted on black cable. No physical damage located at the distal end (tips) or the proximal end (housing). No material missing or detached from the instrument at the distal end. No allegation of arcing during the procedure. No loss of cautery during the procedure. There was no issue with the jaws of the instrument moving in the wrong direction/opposite the surgeon controls. No injuries to the patient as a result of the reported failure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Correction: h8. Was updated to initial use of device. Correction to annex codes: annex code a was updated to a040605.

Event description:
Refer to h11 for follow-up information.